Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by incorrectly mapping physical cubies, resulting in the wrong cubie. The technical service engineer assisted to upgrade the firmware using the remote support services remote firmware upgrade package or manual installation package. A supplemental will be created if additional information is received from the customer. The system functioned as intended after the technical service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, it had a cubie error. Wrong cubie was opening. The customer reported that the error could potentially lead to incorrect medication access. There were no adverse events or injuries reported based on this event.